Event description:
Hospital advised imed pump set at 16cc/hr with 500 cc dh520 with 25,000 units heparin to run 24 hours, bag empty in 7 hours and 45 minutes. Pt given 1 unit fresh plasma. Vit k 10 mg x 2. Hold coumadin, heparin, aspirin. Hosp advised that the pt was discharged and experienced no further consequence.